Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a right internal carotid artery. It was noted the artery had very soft plaque. An xact carotid stent system was inserted and deployed without issues. However, after all devices were removed, the left side of the patient was slow to respond. Medications were administered and the patient was able to recover. The physician stated there were no issues with the devices and the stroke-like symptoms were more than likely caused by a piece of soft plaque that dislodged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect of transient ischemic attack (tia), and the relationship to the product, if any, cannot be determined. Tia is listed in the xact instructions for use as a known potential adverse effect associated with carotid stents and embolic protection systems. The additional treatment with medication was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.